Manufacturer narrative:
This product not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -16.5/3.5/084 diopter, in the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for a shorter lens due to excessive vault. The problem was resolved.

Manufacturer narrative:
The lens was returned in a micro centrifuge vial. There was some moisture on lens and clear surgical residue/debris on product. Visual inspection found foreign material on lens surface (red residue on lens) and a piece of haptic was missing. (B)(4).

Manufacturer narrative:
(B)(4).